Event description:
It was reported by service report that the bed exit was not sounding the alarm when the patient got out of bed. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty bed exit beeper.